Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer booted to an error. The xy printed circuit board was replaced as a preventative. It was indicated that a slow boot error was found in the error logs. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the power cord bay was broken, the medial bay door latch was broken, the left keyboard hinge was broken. The eject levers of the media slot were broken, and the electrocardiogram and radiofrequency head connectors were loose. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer booted to an error at power-up. It was further reported that cycling the power to the programmer did not resolve the situation. Troubleshooting suggestion was to disconnect the power line for 15 minutes, then to reconnect it and try powering the programmer up. It was further reported that the programmer also experienced a system test failure. The programmer was returned for repair. No patient complications have been reported as a result of this event.